Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the frazier, curved and malleable suctions were tracking intermittently and then stopped tracking all together. The site did not have an alternate instrument set. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2015 - a medtronic representative provided fusion navigation system training at the site. Return requested. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Case continued with other suction instruments (straight suction). A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No bent instruments found. No fault found. System performed properly. Unable to replicate the original issue. Suspect metal interference with emitter placed too close to mayo stand.